Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, selftest and displacement test. It was received with stuck motor error alarm loop during bolus delivery. The occlusion test could not be performed due to motor error alarm. It was monitored for several days with no unexpected alarm or audio/beep anomaly noted. It was also received with cracked display window corner, cracked reservoir tube lip and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. Blood glucose value was 258 mg/d. The device was not exposed to a high magnetic field. The customer was able to rewind. It was also reported that the insulin pump has been beeping at 11 09pm every day for no reason. The device was returned for analysis.